Manufacturer narrative:
Analysis summary: analysis did not confirm the customer comment that the device sometimes did not deliver pacing and that it powered off at times however the main printed circuit board was replaced as a preventive measure. It was additionally noted that the lower case, battery drawer, battery drawer o-ring and the battery contacts were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was sometimes not delivering pacing and that at times it powered off. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.